Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 12-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced fatigue ("immense fatigue"), insomnia ("difficulty sleeping"), mastoiditis ("mastoiditis"), poisoning ("feeling of intoxication"), heavy menstrual bleeding ("haemorrhagic periods"), temperature intolerance ("extreme intolerance to cold"), peripheral coldness ("cold hands and feet"), chills ("shivering"), breast cyst ("swollen cystic breasts"), nausea ("nausea"), decreased appetite ("loss of appetite"), headache ("headaches"), alopecia ("hair fall"), dry skin ("very dry skin") and back pain ("back pain"). An unknown time later she experienced pelvic pain (seriousness criterion medically important). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, insomnia, mastoiditis, poisoning, heavy menstrual bleeding, temperature intolerance, peripheral coldness, chills, breast cyst, nausea, decreased appetite, headache, alopecia, dry skin or back pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 12-oct-2022. The most recent information was received on 05-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 37 year-old female patient who had essure inserted (lot no. C26938) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced fatigue ("immense fatigue"), insomnia ("difficulty sleeping"), mastoiditis ("mastoiditis"), feeling abnormal ("feeling of intoxication"), heavy menstrual bleeding ("haemorrhagic periods"), temperature intolerance ("extreme intolerance to cold"), peripheral coldness ("cold hands and feet"), chills ("shivering"), breast cyst ("swollen cystic breasts"), nausea ("nausea"), decreased appetite ("loss of appetite"), headache ("headaches"), alopecia ("hair fall"), dry skin ("very dry skin") and back pain ("back pain"). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, fatigue, insomnia, feeling abnormal, heavy menstrual bleeding, nausea and back pain had resolved. The outcomes for mastoiditis, temperature intolerance, peripheral coldness, chills, breast cyst, decreased appetite, headache, alopecia and dry skin were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, insomnia, mastoiditis, feeling abnormal, heavy menstrual bleeding, temperature intolerance, peripheral coldness, chills, breast cyst, nausea, decreased appetite, headache, alopecia, dry skin or back pain. Diagnostic results (normal ranges are provided in parenthesis if available): [skin test] in (B)(6) 2023: skin tests (heavy metals). Result: nickel, titanium, cobalt contact allergy. Lot number: c26938, manufacture date: 2014-02-28, and expiration date: 2017-02-19. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-feb-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 12-oct-2022. The most recent information was received on 18-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced fatigue ("immense fatigue"), insomnia ("difficulty sleeping"), mastoiditis ("mastoiditis"), poisoning ("feeling of intoxication"), heavy menstrual bleeding ("haemorrhagic periods"), temperature intolerance ("extreme intolerance to cold"), peripheral coldness ("cold hands and feet"), chills ("shivering"), breast cyst ("swollen cystic breasts"), nausea ("nausea"), decreased appetite ("loss of appetite"), headache ("headaches"), alopecia ("hair fall"), dry skin ("very dry skin") and back pain ("back pain"). An unknown time later she experienced pelvic pain (seriousness criterion medically important). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, insomnia, mastoiditis, poisoning, heavy menstrual bleeding, temperature intolerance, peripheral coldness, chills, breast cyst, nausea, decreased appetite, headache, alopecia, dry skin or back pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-oct-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 12-oct-2022. The most recent information was received on 27-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 37 year-old female patient who had essure inserted (lot no. C26938) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced fatigue ("immense fatigue"), insomnia ("difficulty sleeping"), mastoiditis ("mastoiditis"), feeling abnormal ("feeling of intoxication"), heavy menstrual bleeding ("haemorrhagic periods"), temperature intolerance ("extreme intolerance to cold"), peripheral coldness ("cold hands and feet"), chills ("shivering"), breast cyst ("swollen cystic breasts"), nausea ("nausea"), decreased appetite ("loss of appetite"), headache ("headaches"), alopecia ("hair fall"), dry skin ("very dry skin") and back pain ("back pain"). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, fatigue, insomnia, feeling abnormal, heavy menstrual bleeding, nausea and back pain had resolved. The outcomes for mastoiditis, temperature intolerance, peripheral coldness, chills, breast cyst, decreased appetite, headache, alopecia and dry skin were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, insomnia, mastoiditis, feeling abnormal, heavy menstrual bleeding, temperature intolerance, peripheral coldness, chills, breast cyst, nausea, decreased appetite, headache, alopecia, dry skin or back pain. Diagnostic results (normal ranges are provided in parenthesis if available): [skin test] in (B)(6) 2023: skin tests (heavy metals). Result: nickel, titanium, cobalt contact allergy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jan-2023: lot number, product removal details, event outcomes, action taken with drug updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.